Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The lot number is unknown therefore a review of the device history record could not be completed. It is confirmed that the product corresponds to the ao/asif specifications and the international norm. The exact reason for the reported event in undetermined. Based on the results it is assumed that a short too important mechanical stress may have been the cause for the reported issue.

Event description:
Upon screw insertion, the surgeon inserted the screw over the k-wire, in doing so the screw fringed completely. This 1 of 1 report for complaint (B)(4).